Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit has low vac alarm.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse identified a faulty drive assembly. The fse replaced the drive assembly. The fse completed a preventive maintenance (pm) to factory specifications. The unit passed functional and safety tests. The iabp was returned to the customer and cleared for clinical use. The removed the drive assembly was returned to the failure analysis and testing department (fat) for investigation. The failure analysis and testing dept. Received the drive assembly with a reported unit failure of low vacuum error. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed the drive manifold into the cs300 test fixture and tested the drive manifold to factory specifications per the cs300 service manual. The fat performed the k6,k6a,k7,k8 leak test with results of test #1 0mmhg, test #2 1mmhg, test #3 2mmhg. The tests all passed within factory specifications of test #1 +-45mmhg, test #2 +-65mmhg, test #3 +-20 mmhg. The fat then proceeded to boot the cs300 into clinical mode, and performed an autofill to allow the cs300 to pump. Within approximately 2minutes of pumping , an alarm was heard with a low vacuum alarm observed on the display. The fat was able to replicate the failure of a low vacuum alarm, that the customer experienced. The drive manifold failed testing. Retaining the drive manifold in the fat per procedure.

Event description:
N/a.